Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 non-defib lead (B)(6) 2007; 5076-58 non-defib lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the caller asked for review of the remote monitoring transmission due to stored episode of non-sustained ventricular tachycardia (vt). Nsvt episode was reviewed and suggests possible intermittent loss of capture. It was suggested to have device evaluated in the clinic. The device remains in use. No patient complications have been reported as a result of this event.